Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after she had problems with halos and glare while driving. In follow up it was learned that the original incision was enlarged ''a little bit.'' To explant the iol.

Manufacturer narrative:
(B)(4). Conclusion: (added to emdr initial report for manufacturing record review conclusion). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
. The explanted intraocular lens (iol) was returned to the manufacturing facility for inspection. The zcb00 lens was visually inspected at 18¿ distance with unaided eye. The zcb00 lens was visually inspected under microscope at 10x. The returned lens was cut in two (2) pieces which may be related to the explant process. Some stains and particles were adhered to both sides of the optic body which were compatible with the explant process. No defects that could have caused the reported halos and glare condition were observed in the sample returned. Placeholder.

Manufacturer narrative:
(B)(4)- explant of intraocular lens and incision enlargement. Manufacturing record review: all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was reported. Placeholder.